Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered one rounds of inappropriate anti-tachycardia pacing (atp) and eight inappropriate shock(s) due to an episode of atrial fibrillation (af) with rapid ventricular response (rvr). This device experienced therapy exhaustion. The device remains in service. No adverse patient effects were reported.